Event description:
Case description: investigational results. Name: novopen 4, batch number: gvgg263. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: mixtard 30 penfill hm(ge) 3.0 ml, batch number:pr71dp6 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination since last submission, the case has been updated with the following investigational results added for the suspects novopen 4 and mixtard 30 penfill hm(ge) 3.0 ml is non-reportable field updated as no malfunction field updated as no final report check box was ticked expected date of follow up report deleted follow up information further investigation field comment updated imdrf codes b, c, d, g were updated narrative updated accordingly. Final manufacturer comment: (B)(6) 2026: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Product handling error such as improper storage of the product in use can affect the quality of the product. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 hm penfill. H3 continued: evaluation summary. Name: novopen 4, batch number: gvgg263. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia] novopen 4 cartridge holder is broken [device breakage] novopen 4 parts separated from each other [device issue] due to pen issue the patient missed his doses for 2 days [drug dose omission by device] stores the filled mixtard penfills and the used mixtard 30 penfill added to the pen (np4) inside the fridge [product storage error]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height: 188 cm. Patient's weight: 100 kg. Patient's bmi: 28.29334540. This serious solicited report from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date , "novopen 4 cartridge holder is broken(device breakage)" with an unspecified onset date , "novopen 4 parts separated from each other(device component detached)" with an unspecified onset date , "due to pen issue the patient missed his doses for 2 days(drug dose omission by device)" beginning on (B)(6) 2025 , "stores the filled mixtard penfills and the used mixtard 30 penfill added to the pen (np4) inside the fridge(improper storage of product in use)" with an unspecified onset date and concerned a 59 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) (30 iu, bid ( 30u am +30u pm)) from unknown start date for "diabetes mellitus", dosage regimens: novopen 4: mixtard 30 hm penfill: current condition: diabetes mellitus (duration not reported) on an unknown date the pen's cartridge holder was broken and due to pen issue the patient missed doses for 2 days on (B)(6) 2025, as when patient tried to take the dose the pen's parts separated from each others, so he could not take his doses. The patient experienced hyperglycemia as the patient's blood glucose level (blood glucose) was 500 mg/dl occurred from 20 days ago as a consequence of the missing the dose due to pen issue. It was reported that hyperglycemia event occurred because of the imbalanced diet regimen and unlikely due to mixtard and as a result the patient started using tablets indicated for diabetes mellitus (he doesn't know its name patient did not recently switch from another product. This was the first time that the patient is treated for this indication. Product was received in the original packaging it was reported the patient attached the needle to the pen in 180-degree angle the patient didn't store the insulin at room temperature 20-25-degree celsius and he stored the filled mixtard penfills and the used mixtard 30 penfill added to the pen (np4) inside the fridge and so he was informed with the correct way to store np4 with mixtard 30 penfill added to the pen the patient didn't change from any other novopen to the current novopen 4 but when he had a technical issue in his current np4, he was directed to the center and his np4 with the current issue was replaced by another new pen batch numbers: novopen 4: gvgg263 mixtard 30 hm penfill: pr71dp6 action taken to mixtard 30 hm penfill was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was recovered. The outcome for the event "novopen 4 cartridge holder is broken (device breakage)" was not reported. The outcome for the event "novopen 4 parts separated from each other (device component detached)" was not reported. The outcome for the event "due to pen issue the patient missed his doses for 2 days (drug dose omission by device)" was not yet recovered. The outcome for the event "stores the filled mixtard penfills and the used mixtard 30 penfill added to the pen (np4) inside the fridge (improper storage of product in use)" was not reported. Reporter's causality (novopen 4) - hyperglycemia(hyperglycemia): probable novopen 4 cartridge holder is broken (device breakage): probable novopen 4 parts separated from each other (device component detached): probable due to pen issue the patient missed his doses for 2 days (drug dose omission by device): probable stores the filled mixtard penfills and the used mixtard 30 penfill added to the pen (np4) inside the fridge (improper storage of product in use): unknown. Company's causality (novopen 4) - hyperglycemia(hyperglycemia): possible novopen 4 cartridge holder is broken (device breakageother (possible novopen 4 parts separated from each other (device component detached): possible due to pen issue the patient missed his doses for 2 days (drug dose omission by device): possible stores the filled mixtard penfills and the used mixtard 30 penfill added to the pen (np4) inside the fridge (improper storage of product in use): possible reporter's causality (mixtard 30 hm penfill) - hyperglycemia(hyperglycemia): unlikely novopen 4 cartridge holder is broken (device breakage): unlikely novopen 4 parts separated from each other (device component detached): unlikely due to pen issue the patient missed his doses for 2 days (drug dose omission by device): unlikely stores the filled mixtard penfills and the used mixtard 30 penfill added to the pen (np4) inside the fridge (improper storage of product in use): unknown. Company's causality (mixtard 30 hm penfill) - hyperglycemia(hyperglycemia): possible novopen 4 cartridge holder is broken (device breakage): possible novopen 4 parts separated from each other (device component detached): possible due to pen issue the patient missed his doses for 2 days (drug dose omission by device): possible stores the filled mixtard penfills and the used mixtard 30 penfill added to the pen (np4) inside the fridge (improper storage of product in use): possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.